Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance and high out of range pacing impedance on the left ventricular (lv) lead channel during implant. The field representative advised that it might be a connection issue and to reconnect the leads. The physician refused the suggestion as he did not believe it was a connection issue. The physician decided to turn off tachycardia therapy as the patient would only need to require pacing. The device remains in use. No adverse patient effects were reported.